Event description:
The "common (male luer lock) end of the bifuse was attached to a huber extension set. The one way valve leg was then connected to the pt's IV fluids. The other leg of the bifuse was not in use. A posiflow valve was attached to this leg. The bifuse pulled apart at the connection of the one way valve to the tubing. The pt did lose a limited amount of blood from the open line and the closed system of IV tubing was interrupted. No pt injury or treatment.